Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported gas leak and exposure during unknown timing of the surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The most recent onsite visit from field service engineer (fse) was on sixth may twenty-twenty two , system meets specification as per service installation record (sir). Customer contacted technical service and evaluation was performed via phone with field service engineer (fse) and no evidence of leakage in the cavity, low or high pressure was found. As per as received information from field service engineer (fse), the customer smelled something strange but there was not a gas leak and there was no malfunction with the evidence. Customer confirmed also that the smell was not from the laser. Based on the to provided information, most probably the smell came from the customers air conditioner. The root cause is external, facility related. According to provided information, customer confirmed that the smell was not from the gas of the laser, most probably the smell came from the customers air conditioner. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).